Manufacturer narrative:
.

Event description:
It was reported (B)(6) 2016 that the patient has high impedance. Systems diagnostics showed dcdc code 6. No surgery for revision has been scheduled. The patient has no symptoms so the device was not turned off but the physician will monitor. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial MDR inadvertently indicated the results from a normal mode diagnostic test were from a system mode diagnostic test. No system mode diagnostic test results were available at that time. Relevant tests/laboratory data, including dates, corrected data: initial MDR inadvertently listed the normal mode diagnostic test results as system mode instead.

Event description:
A dc value of 6 was seen in normal mode diagnostics (not system mode), which is indicative of normal device function. A system diagnostic test performed on a later date showed that high impedance was present. Revision surgery occurred and the explanted lead was discarded by the explanting facility. No product return is expected. No other relevant information has been received to date.

Event description:
The patient's explanted lead was received and is undergoing product analysis.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned portion of the lead. No discontinuities were found in the portion of the lead that was returned. On both lead pins there were set screw marks indicating that proper mechanical contact between conductive surfaces of both the generator and connector pin existed. No obvious anomalies were found that affected the functionality of the lead.